Event description:
It was reported that, during implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. The physician attempted to interrogate the device with different programmers with no successful results. Subsequently, this s-ICD was explanted and replaced during procedure. The s-ICD will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. H6 code corrected: interrogation problem

Event description:
It was reported that, during implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. The physician attempted to interrogate the device with different programmers with no successful results. Subsequently, this s-ICD was explanted and replaced during procedure. The s-ICD will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 code corrected: interrogation problem.

Event description:
It was reported that, during implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. The physician attempted to interrogate the device with different programmers with no successful results. Subsequently, this s-ICD was explanted and replaced during procedure. The s-ICD will be returned for analysis. No additional adverse patient effects were reported.